Event description:
It was reported by the rep that during a lap. Chole. Procedure the device was spitting out unformed clips. Another device was used to complete the case. There was no pt consequence. One device is being returned.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the proximal ? Of the jaw ramp sheared off. The device was cycled and ejected the remaining clip due to the returned condition. No further testing was performed. An investigation has been initiated to determine the cause of this issue.